Manufacturer narrative:
The investigation was unable to find a definitive root cause.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable high elecsys troponin I stat immunoassay result for one patient sample. The initial result was 4.58 ng/ml with a data flag and was reported to the clinician. The sample was recentrifuged and repeated with a result of <0.100 ng/ml with a data flag. There was no allegation of an adverse event. The reagent lot number was 27714200. The expiration date was 30-nov-2018. Based on the provided calibration and qc data, a general reagent issue was not suspected.